Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint has been identified as component failure with an expected or random failure attributed to device degradation, such as wear, weakening, or corrosion resulting from aging or environmental processes, with no design or manufacturing issue identified. Olympus will continue to monitor field performance for this device. Should any additional relevant information become available, a supplemental report will be submitted accordingly. Date of event is unknown. Additional information will be provided if available.

Event description:
During device evaluation, it was found that the c-body had a chip at the channel opening and the control body exhibited corrosion on the bronchofibervideoscope. There was no patient involvement associated with this event.